Event description:
Info received indicated the trend function would not operate.

Manufacturer narrative:
The hill-rom tech support was troubleshooting with the customer when the call was dropped. Hill-rom has called the customer for an update, however no other info was obtained.